Event description:
A pasv port was placed for therapeutic purposes in 2004. In 2005, it was reported the port malfunctioned with pain at the site. A portogram showed leakage and the port was removed due to fracture of port hub. The stem of the port became fractured and the entire catheter and stem were free from the port. The port was injected under fluoroscopy and demonstrated a small amount of contrast extravasation at the level of the connection of the port with the catheter. Contrast was also noted arising from the distal aspect of the catheter within the right atrium. Attempts at placing a new port in this area were unsuccessful. The port was replaced two days later with a vaxcel mini port in the left internal jugular vein.